Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of 2024-04-18 were reviewed. No instances of malfunction alerts were found in the device engineering logs. No factory resets were found in the device engineering logs. No motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Body weight was not changed from initial set up prior to the event. Audio setting was changed multiple times after initial set up. The last change prior to the event date was changing the setting from off to low on 2024-03-28. Cgm alert settings were not changed from initial set up (on). The cartridge was changed on 2024-04-18 at 3:54 am. The last infusion set change (teflon cannula) prior to the event date was logged on 2024-03-25 at 2:13 am. The last dexcom g7 cgm sensor change prior to the event date was logged on 2024-04-17 at 6:42 am. The cgm target setting was set to higher for the overnight period on the day of the event. Review of the ilet report shows an extended period of mild hyperglycemia overnight (peak cgm glucose of 262 mg/dl, a total of (B)(4) hours spent above range). Cgm glucose trends slowly down, going below range for a total of (B)(4) minutes, with a nadir cgm glucose of 58 mg/dl. The ilet was receiving dexcom g7 cgm sensor readings every five minutes throughout the day of the reported event. Insulin dosing was slightly increased during the period of hyperglycemia. Dosing was suspended when cgm glucose was 226 mg/dl and beginning to trend down. Dosing resumed 20 minutes later, delivering only basal insulin as cgm glucose was changing at a rate of less than 2 mg/dl/minute, until suspending again 25 minutes prior to the hypoglycemia. Dosing did not resume until cgm glucose was greater than 100 mg/dl and rising. Review of the days leading up to the event show similar patterns of insulin dosing and cgm trends that do not lead to severe hypoglycemic events. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. These alerts were not consistently acknowledged by the user on the day of the event. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report, and device logs, the ilet operated as intended during the hypoglycemic event by decreasing and suspending insulin in response to falling cgm glucose values and alerting the user about the hypoglycemic event. The ilet was found to be receiving cgm sensor values throughout the event. Having the device volume set to low and not promptly acknowledging the alerts likely contributed to the severity of the event.

Event description:
On 4/19/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a "paramedics emergency" and required a hospital stay. No further information was provided at this time. The event occurred on 4/18/24. On 4/21/24 a beta bionics customer care agent followed-up with the user about the event. The user stated there was a "lack of info" between the ilet and the dexcom g7 continuous glucose monitor (cgm) that caused the ilet to continue to deliver insulin when their bg was still low. The user stated their bg went low (approximately 35 mg/dl) and their wife heard the alarm and attempted to wake the user; however, the user was not responsive. The user stated when they awoke ems was standing over them. Ems gave the user an IV and concentrated glucose to raise their bg. Additionally, when the user awoke, they could not speak or swallow. The user did go to hospital but by the time they arrived at the hospital, their bg was at 160 mg/dl and was discharged. The user stated they will schedule an appt with their healthcare provider (hcp) to discuss ilet settings that may be contributing to low bg and how to treat appropriately to avoid severe lows.